Manufacturer narrative:
(B)(4). Date sent: 10/26/2021. D4: batch # u5e63x. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with staples present, drained battery, and anvil with uncut washer. When the battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Initially, the device did not fire but after adjusting through the green firing range the device fired. The same behavior was experienced when attempting to reset. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing.. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2021.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please clarify if both devices presented same issue? No further information is available.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired at the firing. The orange bar was within the green range, and the anvil was attached to the trocar properly. The battery was reinserted, but the issue did not improve. The device was used between the colon and the rectum. Another circular stapler was used to complete the case. There were no adverse consequences to the patient. To replace the anvil, the oral side of the colon was recut, but the procedure was not converted. The patient¿s condition is stable. No further information is available.